Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported there was no electrode at all but customer was unsure whether it was still in her body. The customer¿s blood glucose was unknown at the time of incident. The customer also state that transmitter did not blink on the sensor but it did blink on the test plug.the insulin pump will not be returned for analysis.